Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of blister aneurysm, pipeline flex embolization device (pfed)stuck inside non-medtronic microcatheter and broke inside the microcatheter. It was reported that there was lot of resistance felt inside microcatheter, while pushing close to end of the microcatheter and stuck inside catheter. The device was removed with the catheter from the patient, and after that the customer noticed pipeline was broken. All broken pieces were removed with the catheter from the patient. No patient injury was reported. The vessel was severely tortuous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As the device was received in a condition was contradictory to the complaint description (no separation of the device). Returned pipeline flex delivery system, stuck inside the distal segment of non-medtronic catheter. The pipeline flex delivery system appeared to be intact. No separation was found. Device was removed from the catheter lumen with difficulty and distal and proximal ends of the pipeline flex braid were found fully opened with moderately frayed. The pushwire found bent at multiple locations from the proximal end. Based on the device returned condition and evaluation, this would not meet the criteria for a reportable event as there was not any device separation found on the device. If information is provided in the future, a supplemental report will be issued.